Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the customer had a blood glucose level of 538 mg/dl earlier in the day of the call due to a bent cannula. The caller reported that this was treated with an insulin pen, lowering the customer's blood glucose level to 200 mg/dl. Blood glucose level at the time of the call was 323 mg/dl. The caller reported that the insulin pump recently had a no delivery alarm, possibly due to the bent cannula. The insulin pump was not replaced or returned for analysis.